Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional draw testing with deionized water and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® acd-a 1.5 ml blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "when taking blood, every 4th or 5th tube does not take enough blood."